Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor failed to set up a baseline and was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black and white pulse wires within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was does not recognize the ECG signal.